Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The 0-degree endoscope was analyzed and found to have a camera instrument adapter defect. The endoscope was placed through a friction test and found to not rotate properly. Noises were heard during testing, and the gears were confirmed to be binding. The camera instrument adapter was analyzed and found to have a damaged bearing within the camera instrument adapter as a result of the excessive friction. Additionally, inspection found that the cable integrated connector housing exhibited discoloration. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The 0 degree plus endoscope was returned for investigation; however, the evaluation is not yet complete. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 0 degree endoscope was not turning, and the horizon was off. The procedure was with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.